Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely disconnected from the catheter. The lp was successfully retrieved and replaced. It was also noted that one of the beads broke off of the catheter. The patient was stable.

Manufacturer narrative:
The reported events of premature release and material fragmentation were confirmed. Final analysis found a catheter was returned in one piece without a device. Visual inspection found one of the tethers was broken and the bullet was missing. Scanning electron microscope analysis verified the broken tether was fractured. The cause of the reported events was due to fracture tether consistent with fatigue and ductile fracture.

Manufacturer narrative:
Correction - h6 - health effect clinical code should have been embolism/embolus rather than no patient consequences and health effect impact code minor injury/ illness / impairment rather than prolonged surgery.